Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lapa chole - "one clip fell off. Two clips were loose and able to be gently pulled off the duct. When applying a clip it "shot" out of the clip applier and was not applied to the duct. Another clip broke in half as dr. (B)(6) was squeezing the clip applier. Several more clips were applied to replace those that were not properly secured. An endo loop was also used. Nurse reporting: (B)(6), main operating room core: (B)(6). Physician: dr. (B)(6). " patient status - "no impact to patient",

Manufacturer narrative:
On (B)(6) 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.